Manufacturer narrative:
(B)(4).

Event description:
Patient alleges that when she makes an adjustment the pp (patient programmer) does not hold the new setting and when she resyncs, it was back to the previous amplitude setting. Patient services had patient walk through her button presses and what she was doing when using pp. Troubleshooting resolved reported issue. On the call the issue was unable to be recreated. Event date (B)(6) 2016. The patient later called to report her stimulation wasn't working right for about one week. Caller stated stimulation keeps turning off. It was confirmed she was able to sync and turn stimulation on. She reported feeling very frustrated because the device was not working right. The indications for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were having concerns with their implant. The patient felt like it didn't stay on all the time. The patient wanted to have their settings changed, but was not sure how to do that.